Event description:
A patient was on the position pro mattress. It had been functioning fine all day and then started to continuously alarm. The pendant digital read call maintenance. The nurse called bio-med and they came to evaluate. The mattress was no longer inflated.